Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was perspiring and was clammy. The patient's parent stated the patient went to the emergency room due to low blood sugar. The bg was 40 mg/dl while the cgm was 89 mg/dl. At the ER, the patient was treated with sugar water and juice and was admitted for 4 days. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.